Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) portico ng approval study (B)(4). It was reported that a 24mm navitor valve was implanted on (B)(6) 2022 using a 19f flexnav delivery system. Post-op, acute on chronic heart failure with preserved ejection fraction post op bnp 635, slight lower extremity edema on exam vascular congestion seen on chest x-ray. Home regimen: lasix 20poqd/lopressor 25bid. It was also reported that the team was called to pacu due to patient's groins bleeding. Patient complained of significant back pain from mid to upper back, along with hgb drop. The physician started patient on cardene gtt for map of 80 and sent to stat cardiac catheterization to rule out dissection/peritoneal hematoma. Per the physician computed tomography angiography (cta) stable. Patient was transitioned cardene gtt to po meds- started with losartan 100pm. Bilateral groins without evidence of pseudoaneurysm/hematoma. Hgb prior to implant was 11.2 at discharge hgb was 10.5. No patient consequences were reported.

Manufacturer narrative:
An event of groin bleeding, back pain, drop in hemoglobin, edema, and vascular congestion was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.